Event description:
A caller reported a malfunction with their insulin pump involving a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to manual insulin delivery (mdi) while awaiting a replacement pump, which was sent with updated software. The customer was instructed to put the malfunctioning pump into storage mode and return it within 10 days using the provided return box and label to avoid charges. Instructions were also given on programming the new pump and connecting it to their continuous glucose monitor (cgm). The customer understood and acknowledged all provided instructions.